Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (32 mg/dl at its lowest). Glucose tablets and juice were consumed to address the bg. The customer reported that suspected cause was unknown and due to being a brittle diabetic. As bg was not low at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.